Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing an ablation procedure. The device was in electrocautery mode, however pacing inhibition was observed. It was determined that the pacing inhibition was location dependent. The ablation was successfully completed in a different spot. No adverse patient effects were reported.